Event description:
It was reported that as the end user sat down on the rollator, the wheel came off and she fell, fracturing her arm.

Manufacturer narrative:
It was reported that the wheel fell off of the rollator and the end user fell, fracturing her arm. The family did not have many details pertaining to the injury but indicated the end user was seen by a physician and was wearing either a brace, sling or cast on her arm. The family reported it was the upper arm that was injured. They did not retain the sample for eval. It was reported the end user was continuing to improve. We have no sample or photos to evaluate and cannot confirm that the device caused or contributed to the reported incident. However, do to the report of a fractured arm, this medwatch is being filed.